Event description:
On 27-aug-2025, a spontaneous report was received from the united states regarding a 46-year-old female consumer who used a thermacare lower back and hip heat wrap. On (B)(6) 2025, the consumer applied a thermacare lower back and hip heat wrap to her left lower back. After two to three hours, she felt it was too hot and had to remove it. Her husband noted marks on her back and described them as burns the size of a nickel and a size of a dime on the lower left part of her back. The device traveled while she was walking and developed a linear shaped burn in her left groin area. On (B)(6) 2025, she noted the area was raw, scabbed, black, and crumbly. It was painful and her skin was irritated. She spoke with a pharmacist who recommended an over-the-counter triple antibiotic ointment cream that she had been applying along with shea butter after showers. She noted, it was healing. She was wearing less restrictive clothing due to the location of the area near her groin. On (B)(6) 2025, she saw her primary care physician. She was diagnosed with a first-degree burn. She was told it looked infected, and she was prescribed oral cephalexin 500 mg and topical silver sulfadiazine cream. She also used betadine, bacitracin, and used other items. As of (B)(6) 2025, all her symptoms were ongoing. The area was red with white and black marks.

Manufacturer narrative:
A device sample from the same batch suspected in the reported adverse event was returned from the user. There were no obvious defects found on the returned sample, and the sample evaluation did not change the outcome of the investigation. The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.